Event description:
It was reported that a user experienced repeated occlusion alerts with a blood glucose of 200 mg/dl during meal announcements with an ilet system, including an event where a meal bolus was only 40 percent delivered before an occlusion occurred; the user changed the infusion set and associated supplies per troubleshooting, and the issue resolved only after supply changes. Customer care provided support that included technical support review of pump alerts. Investigation of this case revealed no evidence of device restart or pump malfunction and suggested occlusion related to the infusion set or related consumables, with replacement supplies provided for mitigation. No clinical symptoms associated with interrupted insulin delivery reported. Outcomes included the need to replace infusion supplies and educational troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set or consumable-related occlusion.